Manufacturer narrative:
The pump was received with normal operating currents and passed the self test and displacement tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor and gave a general alarm after the battery change due to a voltage leak on the interface board. Unable to perform the basic occlusion, occlusion, excessive no delivery, or verify an absence of no delivery alarm due to the compromised force sensor alarm. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was low and there were multiple unexpected restart alarms. The customer's blood glucose reading fluctuated from 34 mg/dl to 600 mg/dl. Troubleshooting found that the customer will call back to perform the high pressure test and declined to troubleshoot their blood glucose. Their current blood glucose was 84 mg/dl at the time of the call.